Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced resistance when attempting to fill the cartridge on multiple occasions. There was no impact to the customer's blood glucose level. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the reported resistance.